Manufacturer narrative:
Section h11, additional mfg narrative of the initial medwatch report indicates stryker evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Section h11, additional mfg narrative of the initial medwatch report should indicate stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic record was downloaded and reviewed. The reported issue was verified. The technician localized the failure to front case damage and a mechanical fit issue preventing batteries from seating correctly. After replacing the front case and battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had powered off intermittently during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device had powered off intermittently during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.